Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was sounding an audible alert. An interrogation indicated the right ventricular (rv) lead had triggered an alert for out of range/high rv defibrillation coil impedance. Reprogramming was completed and it was noted the patient is in hospice care. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had triggered an alert for out of range/low pacing impedance. No patient complications have been reported as a result of this event.